Manufacturer narrative:
The reported event was inconclusive. No sample was returned for evaluation. A potential root cause for this failure could be "not follow inspection procedure". The lot number was unknown. Therefore, the device history record could not be reviewed. Labeling review was not performed, because labeling could not have prevented the reported failure. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: the device was not returned.

Event description:
It was reported, that the patient arrived to post anesthesia care unit (pacu). From operating room, after hernia repair surgery. In which, patient received 3 liters of IV fluid. A foley urinary catheter was placed in the operating room. Upon arrival to the post anesthesia care unit (pacu), the surgeon noticed, the foley was not draining urine. On closer inspection, it was discovered, the foley tubing had a manufacture defect. And was occluded by a piece of plastic preventing urine from draining into foley bag. Per additional information received via email on (B)(6) 2020 from the complainant, the foley catheter itself was functioning. The tubing to the bag itself had some kind of blockage.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the patient arrived to post anesthesia care unit (pacu) from operating room after hernia repair surgery in which patient received 3 liters of IV fluid. A foley urinary catheter was placed in the operating room. Upon arrival to the post anesthesia care unit (pacu), the surgeon noticed the foley was not draining urine. On closer inspection, it was discovered the foley tubing had a manufacture defect and was occluded by a piece of plastic preventing urine from draining into foley bag. Per additional information received via email on 14oct2020 from the complainant, the foley catheter itself was functioning. The tubing to the bag itself had some kind of blockage.